Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has a touch screen fault. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10, h11. Corrected fields: h6 (medical device problem code). Additional information: e1 (B)(6). The cardiosave intra-aortic balloon pump (iabp) unit has occasional touch screen anomaly. To fix this issue a getinge field service engineer (fse) replaced touch screen display. Repair completed. Operational tests carried out with positive results.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).